Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was unknown. Two days prior to the peritonitis diagnosis, the patient was hospitalized for peritonitis. The patient was treated with injection meropenem (500mg, once daily, intraperitoneal, discontinued), injection amikacin (250mg, stat, intraperitoneal, one dose), injection vancomycin (500mg, once daily, intraperitoneal, discontinued after 16 days) and injection fluconazole (500mg, once daily, intraperitoneal, discontinued). Subsequently, the patient was treated with amikacin (125mg, once daily, intraperitoneal, discontinued after 15 days) for peritonitis. The patient was discharged eight days after hospital admission. The patient was recovered from peritonitis. Pd therapy was placed on hold due to another indication and the patient was shifted to temporary hemodialysis twice weekly (ongoing). No additional information is available.